Event description:
It was reported that the patient presented in hospital after receiving an alert for non-sustained lead noise due to suspected myopotential oversensing. The noise could not be reproduced in clinic. Programming changes were made and no further issues were reported. The patient condition was normal after the event.